Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition.' A duplicate report may exist with report number 9611993-2019-12180. This report shall supersede report number 9611993-2019-12180 if duplication is identified in the adverse event reporting database.

Event description:
Implant failed due to failure to osseointegrate.